Manufacturer narrative:
No device deficiency reported. Cardiac tamponade is a known potential adverse event of catheter ablation procedures disclosed in product labeling.

Event description:
Duing a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, blood pressure dropped while treating the right superior pulmonary vein after treating the left-sided veins and the right inferior pulmonary vein. Cardiac tamponade was confirmed by intracardiac echocardiography and was treated by pericardiocentesis. The pvi procedure was completed. Surgical repair was considered but not performed taking the level of bleeding into account. The cause of the cardiac tamponade cannot be definitively determined but may be related to the ablation catheter.